Manufacturer narrative:
Date of event is estimated. It was reported to abbott, a patient underwent an ipg replacement. The patient was not able to charge for several months. It's unknown why the patient could not charge their ipg. Effective therapy was lost several months earlier. The patient had insurance issues and had to wait for the ipg to be replaced. There were no complications. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported the patient had their scs ipg replaced because the ipg was inoperable. Surgical intervention took place where the ipg was replaced, and therapy was restored.